Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced leakage of tubing at site. The issue occurred with one infusion set. No further information was available.